Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the event/representative unit. However, the complainant¿s experience could not be replicated or confirmed as the unit passed relevant functional testing and no visible non-conformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: translation: I would like to inform you of a problem encountered by a visceral surgeon at the hospital: date of event: 16/06/2023 - location: operating theatre - [institution]. Description of events: during a visceral surgery operation (cholecystectomy), the surgeon encountered difficulties when placing the clips ("the clip doesn't close and doesn't hold ...". Doesn't grip...". Consequence: financial loss, need to use new clip pliers. Information received from product complaint form 28jun23: the device was used to clip a vessel. When the surgeon used the device the clip didn¿t stick well at the vessel. The surgeon had to change the device. No clinical impact to the patient as a result of the event. Used a new device. Only clip applier used. Information received from applied medical representative via email 29jun23: the clip fully loaded into the jaws upon actuation. The trigger was squeezed ¿plastic to plastic¿. The surgeon fully skeletonized the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue, he did it with other device. Remember that the clip twisted. Information received from applied medical representative via email 29jun23: the clip scissored. Patient status: ok. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be providing following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: translation: I would like to inform you of a problem encountered by a visceral surgeon at the hospital: date of event: (B)(6) 2023 - location: operating theatre - [institution]. Description of events: during a visceral surgery operation (cholecystectomy), the surgeon encountered difficulties when placing the clips ("the clip doesn't close and doesn't hold ." Doesn't grip". Consequence: financial loss, need to use new clip pliers. Information received from product complaint form (B)(6), 2023: the device was used to clip a vessel. When the surgeon used the device the clip didn¿t stick well at the vessel. The surgeon had to change the device. No clinical impact to the patient as a result of the event. Used a new device. Only clip applier used. Information received from applied medical representative via email (B)(6), 2023: the clip fully loaded into the jaws upon actuation. The trigger was squeezed ¿plastic to plastic¿. The surgeon fully skeletonized the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue, he did it with other device. Remember that the clip twisted. Information received from applied medical representative via email (B)(6), 2023: the clip scissored. Patient status: ok intervention: device replacement.